Manufacturer narrative:
There were some cuts and damage on the outer shell of the engine. The pump was able to power on and achieve full vacuum pressure. The pump was cycled on and off repeatedly testing the power button. The pump housing was opened, and the functionality of both cooling fans was confirmed. The pump appeared to be slightly louder than normal during operation. Evaluation of the returned engine revealed some minor cosmetic damage on the pump housing. During functional testing, the pump was able to power up and delivered a vacuum pressure within specification. The pump did run slightly louder than expected during testing. The power button was cycled on and off repeatedly without issue. The reported complaint could not be confirmed. Penumbra pumps are inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine), which had been successfully used to complete a stroke case immediately prior. During this procedure, the hospital staff connected the engine to the aspiration tubing in the patient, but the engine would not start. It was also reported that the engine power button felt abnormal. Additionally, the hospital staff thought that the engine may have overheated. Therefore, the engine was removed and a penumbra system aspiration pump max 110 (pump max) was used to complete the procedure. There was no report of an adverse effect to the patient.